Manufacturer narrative:
We evaluated and found this outer sheath was missing a blue insulator on the proximal end of the sheath. If the instrumentation is assembled with the blue insulator missing at the proximal end of the outer tube, the insert, outer tube and handle can become separated causing the assembly not to function. The instruments were delivered to the or assembled, and were not examined by or staff for damage prior to the procedure.

Event description:
The data and information contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary information received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. Allegedly, doctor was performing a bilateral laparoscopic tubal ligation when the tube became stuck in the jaws of the insert and the instrument came apart rendering the instrument non-functional. The doctor made another entry port and introduced a grasper to free the tube from the instrument. The instrumentation was removed and the procedure completed with other instrumentation. There was a delay caused, but had no impact on patient. There was no injury caused to the patient.